Event description:
It was reported that there was foggy image.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service report, the reported failure "scratched/foggy" was confirmed. According to henke: scope has been evaluated as a level 3 repair due to distal tip dents, fiber damage, internal moisture, particulates, needle dents and scratches. Blurry image on camera system. The complaint can be confirmed. Damage is due to customer use and/or handling. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foggy image.